Event description:
It was reported in case report in the ¿j hepatobiliary pancreat sci¿ titled, "quantitative analysis of tissue area of endoscopic ultrasound-guided liver biopsy specimens using 19-gauge fine-needle biopsy needle in patients with diffuse liver disease: a single-center retrospective study",26 patients underwent percutaneous liver biopsy using maxcore. The patient experienced the complication of bleeding and fever.

Manufacturer narrative:
H11: matsumoto k, doi s, watanabe a, katsukura n, tsujikawa t, takahashi m, kikuchi k. Quantitative analysis of tissue area of endoscopic ultrasound-guided liver biopsy specimens using 19-gauge fine-needle biopsy needle in patients with diffuse liver disease: a single-center retrospective study. J hepatobiliary pancreat sci. 2023 may;30(5):678-685. Doi: 10.1002/jhbp.1244. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.